Event description:
During an open heart case this pump malfunctioned. Pump was exchanged. No adverse pt result. Hosp advised that two pumps were used on the same pt. Hospital also indicated that x07 error codes occurred.